Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch verio iq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 (time not provided). The patient stated that he obtained a result of "214 mg/dl" using the subject meter compared to a result of "13 mg/dl" using another device, both readings were taken more than 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with fixed-dose insulin. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweating and shaky" immediately after the alleged product issue began. The patient stated that he received hcp treatment of IV fluids by ems on (B)(6) 2015 at 8:00pm. The patient stated that his blood glucose was tested using an ems device at the time of treatment and the result obtained was "13 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed the symptoms of "sweating and shaky" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury. The patient also received hcp treatment for a severe low blood glucose excursion after the alleged product issue began.